Manufacturer narrative:
H10: the key market reported that the power switch overlay was replaced, and the issue was resolved. The key market reported that the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touch buttons were not working and were invalid. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).